Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, broken battery tube threads, a broken reservoir tube lip, cracked reservoir tube window, scratched reservoir tube window, cracked reservoir tube and a missing end cap sticker.

Event description:
The customer reported that a piece of the insulin pump broke off. The blood glucose reading was 115 mg/dl. The patient believes that the unit may have been bumped by something. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.